Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to connect to the system to test the insufflator due to an issue with the common compute controller (ccc). Fse replaced the ccc, which allowed the system to boot completely. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer had a message insufflator disabled message on the screen. Technical support engineer (tse) recommended customer perform a hard reboot on the system and the system powered back on and the issue remained. Caller stated the tower power button was flashing blue, the console was solid blue, and the robot power button was solid blue. Caller performed a second reboot on the system and the issue remained with the insufflator disabled message and the system wouldn't complete homing. Caller confirmed the tower power button was flashing blue again. The customer reported event has no report of patient injury.